Event description:
Customer reported system would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the reported problem, believes it was operator error. System operates as intended.